Event description:
Account experienced four low patient sodium results that were higher when repeated. The results were as follows (initial/repeat at another facility/repeat on the same system mmol/l): sample 1 132/141/142. The incorrect results were not reported. The field service rep was unable to determine a cause for the discrepant results.

Event description:
Account experienced four low patient sodium results that were higher when repeated. The results were as follows (initial/repeat at another facility/repeat on the same system mmol/l): sample 4 128/138/139. The incorrect results were not reported. The field service rep was unable to determine a cause for the discrepant results.

Event description:
Account experienced four low patient sodium results that were higher when repeated. The results were as follows (initial/repeat at another facility/repeat on the same system mmol/l): sample 2 120/129/129. The incorrect results were not reported. The field service rep was unable to determine a cause for the discrepant results.

Event description:
Account experienced four low patient sodium results that were higher when repeated. The results were as follows (initial/repeat at another facility/repeat on the same system mmol/l): sample 3 128/139/139. The incorrect results were not reported. The field service rep was unable to determine a cause for the discrepant results.